Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text : device not yet received.

Event description:
The customer reported that the 160636, lap probe,5 mm, h/switch,36cm device was being used during a robotic assisted laparoscopic, radical cholecystectomy, 4b&5 hepatectomy, portal lymphadenectomy, lysis of adhesion procedure on (B)(6) 2023 when it was reported ¿we had an incident with conmed argon laparoscopic probe where it got melted and broken while using¿. Further assessment questioning found that the fragment was retrieved. The procedure was completed without the use of an alternate device. The current status of the patient was reported as ¿surgery completed without event¿. There was no report of injury, medical intervention or extended hospitalization for the patient or user. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device has not been returned to date, but photographic evidence has been provided. A root cause cannot be determined, however, a possible cause of this event could be increased power output settings. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 3 devices for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 7 complaints, regarding 7 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to question unusual requests for increased power output settings. Such requests should initiate a check of integrity/condition of all cords, connections, and electrodes including the dispersive electrode (ground pad) before a power increase is made. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the 160636, lap probe,5 mm, h/switch, 36cm device was being used during a robotic assisted laparoscopic, radical cholecystectomy, 4b&5 hepatectomy, portal lymphadenectomy, lysis of adhesion procedure on (B)(6) 2023 when it was reported ¿we had an incident with conmed argon laparoscopic probe where it got melted and broken while using.¿ further assessment questioning found that the fragment was retrieved. The procedure was completed without the use of an alternate device. The current status of the patient was reported as ¿surgery completed without event¿. There was no report of injury, medical intervention or extended hospitalization for the patient or user. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.